Event description:
It was reported that during a laparoscopic appendectomy, insufflator tip came off when attempting to attach trocar. No adverse outcome to the patient.

Manufacturer narrative:
The device related to this report was not returned to our facility for investigation. An actual root cause cannot be determined with out the device. The most likely failure is the plastic part to which the luer lock is connected to (which in turn connects to the main insufflation). The tubing can come unglued from the main insufflation tubing due to inadequate gluing of the plastic part to the main insufflation tubing during manufacturing. Probable root cause: inadequate gluing during manufacturing. Corrective action: continue monitoring and trending such complaints. Currently changes are being made to the gluing process to avoid such failures and are being tracked in our CAPA system.